Event description:
It was reported that during a radical prostatectomy the (B)(4) bipolar forceps instrument "did not hold grip". No add'l info has been provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint failure analyses observed the grips to open and close properly. Also observed was a 4 inch long section with scraping at distal end of main tube. Damage is similar to that caused by a defective cannula.